Event description:
According to the information received, a hemodynamic compromise event was reported to aga medical on (B)(6) 2011 from dr. (B)(6). This information was obtained during an investigator query as requested by the FDA. The amplatzer septal occluder was not removed and the patient recovered without sequelae.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. The aga medical erosion board reviewed and adjudicated this event on (B)(4) 2011 and determined a definite erosion occurred.